Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, lab: 3.0. Date: (B)(6) 2012, inratio: 1.3. Results were done about 12 hrs apart from each other. Pt's therapeutic range is believed to be 2.0-3.0. Pt went to ER for a nosebleed the night of (B)(6) 2012 and got a lab inr result of 3.0. Pt went to doctor's office on (B)(6) 2012 and got an inr result of 1.3 with their meter. Pt ended up back in ER that night due to an accidental fall and his inr was higher than the 1.3 result he got earlier in the day.

Manufacturer narrative:
Investigation pending.